Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional dcgs ) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was that multiple wires cut in ECG a and b cable and shorting together. The root cause for cut wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.